Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.